Manufacturer narrative:
Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject catheter shaft was kinked/bent in multiple areas. The catheter shaft was broken/fractured in multiple areas. The distal shaft was damaged(wrinkled). The catheter tip was intact. The catheter hub was intact. During functional inspection, the subject was unable to insert into the guide catheter due to the damage to the catheter. The device was flushed and a 0.059" was advanced, friction was felt. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information received indicated that the device was prepared for use as per the directions for use and continuous flush was maintained throughout the clinical procedure. Also, additional information indicated there was some moderate to severe tortuosity noted in the iliac artery. It was reported "the interventional neuroradiology (inr) has performed 1 pass at clot retrieval using the balloon, catheter and microcatheter in question. When trying to take the catheter and microcatheter back up through the balloon to perform another pass, he was unable to get this to track through the balloon. He tried several times and even struggled to get a guidewire to track. He ended up having to remove the balloon where he noted that the balloon had collapsed proximally. A whole new system was opened to finish the procedure - a new balloon, catheter & microcatheter" the device was returned for analysis; the catheter shaft was kinked/bent in multiple areas. The catheter shaft was broken/fractured in multiple areas. The distal shaft was damaged(wrinkled). Following a review of all available information and analysis of the returned device, it is likely that the event was related to the complexity of the patient¿s anatomy. The observed damage to the catheter shaft suggests that resistance was encountered during the procedure. Based on the review of all available information, the as reported 'catheter shaft difficulty advancing' and 'catheter does not track over guidewire' as well as the as analyzed ' catheter shaft kinked/bent', 'catheter shaft broken/fractured during use' and 'catheter shaft friction' will be assigned procedural factors as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
The subject catheter was returned for analysis, and it was discovered that the subject catheter shaft was broken/fractured in multiple areas. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.